Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported, "the inner plastic shell with implant inside stuck to the outer plastic shell". Device was not implanted.